Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump returned from clinical use and connected to ac cable to charge. Pump switched on, on-screen alarm ¿battery depleted pump will not run¿ battery indicator at 0 percent. Battery removed from pump and inserted into three different proven functioning devices, same alarm on each occasion. On inspection battery indicator was illuminating green. Battery pack inserted into four different functioning pumps, all failed with ¿battery depleted pump will not run¿ battery indicator at 0 percent. Event occurred at hospital during pre-test.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A visual inspection was performed and the reported issue was not confirmed. The cause of the reported issue was unknown.